Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient was found to have an endoleak. The decision was made to perform an angiogram with possible intervention. The angiogram confirmed that the stent graft had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and the event was resolved. Per the physician the cause of the event is anatomy related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.